Manufacturer narrative:
(B)(4). Analysis summary: product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that fifteen unopened samples of product code 8703 were received for evaluation. Visual inspection of thirteen unopened samples was conducted and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not received for evaluation. (B)(4). A manufacturing record evaluation was performed for the finished device lot number qmbdux / 8703h53, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was received: could you please confirm the quantity of devices that presented "needle detachment from suture" during this single procedure being reported? They could not give me an exact quantity of devices that presented "needle detachment from suture". What was being done when the pull off occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? Please specify for each of the involved products. Surgeon was suturing on a patient.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. The needle detached from the suture during the procedure. Another like suture was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.